Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 28,277 joules during a prostate procedure. The procedure was completed with a second fiber. The patient was reported to have experienced no problems as a result of this event.

Manufacturer narrative:
(B)(4).